Manufacturer narrative:
Concomitant medical device: addrl1 ipg (B)(6) 2009. The manufacturing date and use before date could not be located in the manufacturing database.

Event description:
It was reported that the right ventricular (rv) lead exhibited sensing issues. The lead was replaced. No patient complications have been reported as a result of this event.